Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the up button being difficult to press. The customer reported that it seemed like it was stuck down all the time and that they had to press hard. No other details given. The insulin pump will not be returned for analysis.